Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported there was a placement signal sensor error when starting impella. Additionally, it was reported that on (B)(6) 2023 the patient suffered a cerebral hemorrhage one day after the impella had been removed, no further information was available regarding the stroke. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The product was returned and the investigation into the stroke and optical signal issues have been completed. The cause of the stroke was not determined due to insufficient clinical details. The relationship to the impella is unknown. The cause of the optical signal issues was most likely patient condition related since the divergence with the a line resolved naturally. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: cva-ischemic/hemorrhagic impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: as noted in the impella IFU "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.